Event description:
It was reported that a patient on first-day ilet pump therapy perceived low blood glucose readings and repeatedly treated values that were within the target range, including taking approximately 10 glucose tablets when the blood glucose was 80 mg/dl, after prior concern at 100¿130 mg/dl. Symptoms included anxiety and headache. Outcomes included no injury, no hospitalization, and no device alerts or alarms. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed patient and caregiver misunderstanding of target ranges and overcorrection of perceived hypoglycemia, which risked confounding automated insulin delivery. It was concluded that the device functioned as intended and that the event was attributable to user management and education needs regarding treatment thresholds for hypoglycemia and the 70¿180 mg/dl target range.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.